Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of erratic readings with trying to track and pick up the wire tip while placing PICC lines was confirmed. The lollipop inverts and tracking stops functioning. Calibration of the sherlock sensor does not stop the issue. The side tracking trails off and is not accurate. The root cause of the reported failure was identified as an internal failure of the usb cable.

Event description:
It was reported erratic readings with trying to track and pick up the wire tip while placing PICC lines. 11 feb 2026 evaluation found magnet tracking trails off and is not accurate.